Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the consoles was detecting sponges when there were no rfid tagged sponges present. There was no patient involved in this event.

Manufacturer narrative:
Date of initial report: 2017-06-13, date of follow-up report: 2017-07-19. The rf assure console model 200x was received for evaluation. The evaluation confirmed the reported issue of a false positive detection. The investigation isolated the failure to a ferrite on the accessory port assembly. The ferrite was removed to address the condition of the device. Corrective action has been implemented to prevent this issue through improvements to the design. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the consoles was detecting sponges when there were no rfid tagged sponges present. There was no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.